Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device had an early sensor expiration. Data was provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.